Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that they almost swallowed the tip of their brush head. The tip of it was detached. No injury was reported.